Event description:
Medtronic has recalled quick-set infusion sets with lot numbers beginning with number 8 for use with their insulin pumps. They sent a replacement box, lot number 2209025, and stated in the accompanying letter that "the issue has been corrected" and "no other medtronic infusion sets are affected". However, I have used an infusion set from lot number 2209025, and it is defective. My resultant blood glucose rose to >500 mg/dl, and after about 9 hours of use, the alarm on my insulin pump sounded and read "no delivery" of insulin. Dates of use: 2009. Diagnosis or reason for use: type I diabetes.